Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet due to an infusion set not being attached despite being worn, and subsequently sought guidance on changing the infusion set and managing elevated blood glucose. Symptoms included elevated blood glucose with a reported peak of 389 mg/dl without signs of diabetic ketoacidosis, loss of consciousness, or other acute complications. Outcomes included transient hyperglycemia outside the target range for approximately 1 to 1.5 hours, managed with additional insulin per troubleshooting guidance. Investigation included customer interview, device-use review, and troubleshooting and education regarding infusion set replacement and timing of reconnection after correction dosing. Investigation of this case revealed user-related infusion set attachment issue contributing to hyperglycemia, with no device malfunction identified. It was concluded that the event was due to an infusion set connection issue with hyperglycemia of unclear exact cause beyond the identified disconnection, and no further clinical intervention was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.